Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri). The device is a part of the shortened replacement window (srw) advisory. Technical services (ts) inquired as to what the twenty seven month battery voltage was. The local field representative stated the patient was noncompliant and therefore, the twenty seven month battery voltage could not be determined. Ts recommended to treat the device as it is a part of the srw advisory and replace it within thirty days of reaching eri. No adverse patient effects were reported. Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.